Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1416104) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See MDR report # 3004939290-2014-00717 for the second device.

Event description:
The following information was reported: balloon ruptured on 2 devices, loss of pressure occurred while pulling towards the first stop. The physician's assumption is that calcium ruptured the balloon before it could reach the tip of the sheath. The sheath was left in place and removed later via manual pressure for 20 minutes. No patient complications were noted. The patient was not hospitalized. Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 6f.